Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The distributor reported that there was no power or sound upon battery insertion. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no physical damage noted to the battery compartment or cap; the battery cap fastens securely to the pump. The pump powers on appropriately to the verification screen with functional auditory and vibratory alarms. A review of the pump history shows no power issues on or around the reported event date, and there are no alarms related to the complaint observed in the history. The pump was exercised for 24 hours with no power issues occurring. There was no defect found on investigation; the complaint could not be confirmed or duplicated.